Manufacturer narrative:
(B)(4). Report source: foreign country - (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a median sternotomy the tensioning mechanism on the sternalock 360 implant was not approximating. The implant was removed and another package was opened to complete the surgery. No additional patient consequences were reported.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. The sl360 tensioner molded assembly (part# 74-1198) from sl360 multi-implant system (part# 74-0004, lot# 557710) was visually evaluated. It appeared to be in good overall condition. No external cosmetic damage on the tensioner was noted. There were marks along the inner shaft cavity, indicating it had been used. No anomalies were found with the tower. The device history record (DHR), certificate of compliance, and certificate of processing were reviewed, no non-conformances were found. There are no indications of manufacturing defects. The complaint cannot be verified and the most likely underlying cause of the complaint could not be determined. A potential cause is that during the step 2 process of applying tension to the band the operator did not apply sufficient initial tension, proceeded to rotate the dial to apply tension, and the threaded shaft reached its maximum travel distance. There is also the possibility that the band was slipping inside of the tensioner due to bodily fluids lubricating the band. The instructions for use (IFU) for this device states in the section titled directions for use of a single sternalock 360 device: insert cerclage band through the locking mechanism/tensioner assembly; the band should be pulled tight with the sternal halves approximated as close as possible. Use tensioner to apply desired amount compression. Refer to the tensioner directions for use below. The IFU also states in the section titled tensioner: step 1: push thumb lock up to hold initial tension of the band. Step 2: rotate dial clockwise to fully approximate sternal halves. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.